Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were not reviewed for the known part unknown lot combinations, as no product lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As all product manufactured follow appropriate standards, and the reported infection occurred > 90 days, devices can be excluded as a possible source. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 113628; lot# 287550; comp primary stem 8mm mini mini; item# 010000589; lot# 598770; comp rvrs 25mm bsplt ha+adptr r; item# 115310; lot# 254600; comp rvrs shldr glnsp std 36mm; item# xl-115363; lot# 298630; arcom xl 44-36 std hmrl brng; item# 115395; lot# 467707; comp rvs cntrl 6.5x25mm st/rst; item# 180551; lot# unk; comp lk scr 3.5hex 4.75x20 st; item# 180552; lot# unk; comp lk scr 3.5hex 4.75x25 st. Foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00449, 0001825034-2021-00450, 0001825034-2021-00451, 0001825034-2021-00454, 0001825034-2021-00455, 0001825034-2021-00456, 0001825034-2021-00457. Discarded.

Event description:
It was reported that the patient underwent an initial surgery on an unknown date. Subsequently, the patient was revised due to suspected infection. However, tests for infection were negative. Patient still presented with pain of unknown cause. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.